Manufacturer narrative:
It was reported that the patient has laxity and requires poly inserts of a different thickness. The surgeon noted that the poly inserts selected in the primary surgery were too thin. Revision surgery is planned to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has laxity and requires poly inserts of a different thickness. The surgeon noted that the poly inserts selected in the primary surgery were too thin. Revision surgery is planned to exchange the poly inserts.